Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the new replacement implantable cardioverter defibrillator (ICD) exhibited a white cloudy spot in the header. The ICD was implanted anyway to complete the procedure. The patient was discharged.

Manufacturer narrative:
Correction: "h10 - additional narrative data" in 2017865-2023-50100 submitted on 30 jan 2024 is missing the statement of "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."